Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced a stroke. Nevro attempted to obtain a medical assessment regarding the nature of the symptom but was unsuccessful. There have been no reports of further complications regarding this event and the patient is currently using the device with effective relief of their chronic pain.